Manufacturer narrative:
Catheter: model 8709sc serial# (B)(4), implanted: 2009 (B)(6). (B)(4). The pump and catheter were returned, no complaint against either. Final analysis of the pump showed motor incorrectly positioned, manufacturing issue. Final analysis of the catheter revealed sutureless connector coring/tears/cuts in seal. No leaks were seen in the lab.

Event description:
Product was returned, no other information was given.